Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion test, which was reproduced during evaluation. A review of the event history log identified downstream occlusion alarms. The cause was determined to be a failed downstream sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Service evaluation experienced a system error 345 the cause was identified to be a failed upstream sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion. There was no patient involvement. During evaluation of the returned spectrum pump, the device displayed a system error 345 (thermistor disparity). No additional information is available.